Event description:
Pt noted in ventricular tachycardia on central monitoring system. Central monitoring system alarmed. Pt pulseless without respirations. Cardio-pulmonary resuscitation initiated & pt defibrillated at 200 joules. Converted to sinus rhythm, transferred to intensive care unit. Impact cardiopagers did not alarm ventricular tachycardia event. Biomedical engineering gathered event log files from central monitoring system and impact paging computers. Ventricular fibrillation/ventricular tachycardia alarm event was logged on both central monitoring system and impact paging computer. MFR's technical representatives are on site investigating this event on 1st & 2nd of 12/1998. Biomed filed occurrence report 11/24/1998. Report faxed to FDA 12/14/1998.